Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Unable to perform displacement test or lock reservoir/p-cap in place due to missing retainer. Device passed the sleep current measurement and active current measurement. No low battery alarms or unexpected battery power loss noted during testing. However, the power management tool indicated abnormal behavior of the unloaded vaa voltage and loaded vaa voltage as shown on the power management graph. During download review no relevant alarms found on even date to confirm failure, however, on (B)(6) 2021 at 20:02:00 hour low battery alert, on (B)(6) 2021 at 22:45:00 low battery alert, on (B)(6) 2021 at 23:50:00 hour a low battery alert, on (B)(6) 2021 at 23:50:00 hour a low battery alert, on (B)(6) 2021 at 13:15:08.hour failed battery test alarm, on (B)(6) 2021 at 13:15:44 and at 13:15:55 hour battery out limit alarms. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding and causing electrical short on electronic assembly. Corroded battery tube noted during visual inspection. Device also received with cracked case(battery tube), cracked battery tube threads and peeling serial number label. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was draining battery too fast and had replace battery alert in alarm history. Customer did not received failed battery test. Customer did receive low battery prior replace battery alert. Customer stated that new battery did not resolved the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.